Event description:
We had a sensor failure so we had to replace (previous sensor failed) and now the new sensor has once again failed. This keeps happening over and over. Now because of the shortage we are having trouble getting a refill. Monitoring type 1 diabetes with a continuous glucose monitoring (cgm) is crucial. Reference report: mw5166107.